Event description:
Information was received indicating that 1.5 hours before veletri cassette change the pump exhibited a no disposable alarm. Per reporter the alarm was resolved with a cassette change. No adverse patient effects were reported.